Event description:
It was reported that the during an inspection of some consignment instrumentation trays at hospital , by sterile processing personnel, it was discovered that the white numbers and markings on one of the attune proximal uprods and one of the attune femoral jigs had washed off or worn off over time, during the processing of the instrumentation. Also discovered was a large crack in the handle portion of one of the t-handles in one of their hip replacement trays. The crack is located on the front middle portion of the handle.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: examination of the device can confirmed the worn condition, illegible numbers were visible under visual inspection of the device. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.